Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported that a screw broke during a surgery of cranial bone. It is reported that the operation was completed with another screw with the same item number. It is reported that no foreign body was left in the patient.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The product was returned for evaluation. The product identity was confirmed in the evaluation. The screw was visually evaluated with a digital microscope. The complaint is confirmed as the screw has been sheared in half at the minor diameter. The tip of the screw was recovered and returned. The tip has clear signs of use including a white residue around the threads. The most likely underlying cause of the complaint was determined to be an excessive amount of torque. The lot number is unknown; therefore the device history records could not be reviewed. According to the evaluation, there is no indication of manufacturing defects.